Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 4 years 9 months following the implant of this transcatheter bioprosthetic valve, the patient presented with high gradients. Evidence of leaflet thickening as reported on echocardiogram. It was reported that the valve failed. No intervention or treatment was reported. Of note, the transcatheter valve was implanted into a native annulus. The pre implant and post implant gradient were not made available. The patient had existing comorbities of stage 4 chronic kidney disease (ckd), deep vein thrombosis (dvt) , end-stage renal disease, granulomatosis with polyangiitis (gpa) and diabetes mellitus (dm). No additional adverse patient effects were reported.